Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the connector/stopper became detached during agitation of saline or contrast during echo cardiogram which caused saline and patient blood to spray on the patient.